Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. After the guide wire was crossed, plain old balloon angioplasty was performed using 2.0mm balloon. A 2.75x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Dilation was again performed with 2.5mm balloon catheter and the device was re-introduced but slight resistance was encountered. The device was removed and it was noted that the distal part of the stent was twisted. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.